Event description:
It was reported that this implantable device displayed a code 1003 indicative of voltage too low for remaining capacity. Reasonable evidence suggests the device was replaced. Boston scientific representatives were not present for the device replacement and no further details are available. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this report will be updated.